Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to recurring incontinence. Upon removal, fluid loss was observed secondary to a break in the tubing at the cuff junction. A new device was implanted. No additional patient complications were reported.